Manufacturer narrative:
(B)(4).

Event description:
The lay user/patient contacted lifescan alleging the meter has a damaged display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
The facility reported an infusion pump with a malfunction of pump goes off as soon as you pull the plug from the wall. The batteries and fuses have been changed. The pump has also been charged for 16 hours. The event was reported to have occurred during biomed servicing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
(B)(4). The device has not yet been received for evaluation of unintended shutdown. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.